Event description:
Symptoms/ae: retroperitoneal bleed. Time of device malfunction: after vessel closure. Device malfunction: none. It was reported that a physician in-training in the use of the perclose a-t device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, within a half an hour after closure, the nursing staff identified from a computed tomography scan that the pt developed a retroperitoneal bleed on the left side. The pt was taken for surgery to resolve the bleed. The pt was reported to be "okay now." There was no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.